Event description:
It was reported that the caller experienced a malfunction with their insulin pump. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.